Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that at a routine follow-up appointment, the physician observed elevated threshold measurements from this right atrial (ra) lead. Additionally, there was evidence of oversensed myopotential artifacts were observed, along with a single instance of low, out-of-range pacing impedance measurement (less than 200 ohms). Boston scientific technical services was also contacted and provided thorough recommendations for assessing the lead integrity. The physician suspected potential insulation damage and subsequently capped and abandoned this lead. A new ra lead was then implanted to resolve the event. No additional adverse patient effects were reported. This ra lead remains implanted, but capped and out-of-service.